Event description:
It was reported that these spinal cord stimulation (scs) devices were replaced due to lead migration, resulting in a loss of coverage for the patients pain affected areas, leading to inadequate pain relief. The patient underwent a revision procedure wherein their leads were explanted and replaced. The devices will not be returned for analysis. Post operatively the patient regained coverage of pain areas, reporting greater than 50 percentage relief following the revision.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 19929017.